Manufacturer narrative:
(B)(4). The returned device analysis identified a leak in the distal end of the strain relief, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot found one nonconformance related to leaking, based on an expanded investigation the event was possibly related to manufacturing of the hub assembly process. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions will be addressed per operating protocol. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the common iliac. During air aspiration outside the patient anatomy, it was noted that there was a lot of air being removed from the armada 35 percutaneous transluminal angioplasty (pta) catheter. Later, during use, an attempt was made to inflate the balloon; however, there was a leak in the distal end of the armada 35 pta catheter. The procedure was successfully completed with a new armada 35 pta catheter. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.